Event description:
The hub was clearly cracked and the fluid was not being infused at all. All of the fluid was leaking from the cracked hub and flowing back behind the pump. It was not noted until blood backed up into the tubing. The fluid was probably leaking for 18 hours. The infant could have formed a clot at the end of the umbilical line which could cause numerous problems for the infant. Apparently, this is at least the 2nd time in the last 2 months that this same tubing has had a cracked hub and had IV fluid leaking and the infant not getting appropriate treatment. Care fusion micro tubing alaris product 30914. Lot# h3703091410.